Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Seat cracked on left sid..

Event description:
Dealer states seat cracked down the middle.